Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified a large amount of wear and bone tissue about the implant base. The product is noted to be fractured at the implant base where the trabecular metal portion intersects the bottom threads. No pre-existing conditions were noted on the per. The reported product was located on tooth site #30 (universal) and used for 4.5 years prior to fracture. The x-ray returned by the customer shows the reported implant fractured at the trabecular metal top junction, and the bottom portion remained embedded in the surgical site. See attached image '(B)(4) - x-ray'. An additional image was provided of the implant sticker (attached 'implant sticker'). Document type(s) reviewed: ¿tapered screw-vent® implant system¿ 5161, rev. 3/12. & ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16; breakage; page 3 DHR review was completed for the subject lot number 62751252. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62751252) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed after fracturing in patient's mouth. The site was grafted and another implant was placed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number k113753 and k112160. Product not returned to manufacturer.

Event description:
It was reported that the implant (tmtwb10) was fractured.